Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to obtain the following information. To date no response has been received: how was the injury addressed? Why does the surgeon believe the harmonic device caused the injury to the bladder? Where there any generator alert screens displayed? What heat management technique was utilized during the procedure? Had the patient had any previous surgeries?

Event description:
It was reported that during a hysterectomy procedure in 2016, the patient got jatrogen injury of uriner bladder. The surgeon has assumption, that it might be done by ultrasonic scalpel or electro-coagulation device.

Manufacturer narrative:
(B)(4). Additional information obtained: we don¿t have exact device code and lot number of the device and were not sure if our devices were used. In this case we don¿t have info if generator has alert screens also no information about management technique utilized during the procedure. Previous patient also had surgeries.